Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device battery socket was damaged. Patient involvement unknown.

Event description:
Additional information was received: it was still unknown as to when the event occurred. There was no patient injury. No further details provided.

Manufacturer narrative:
D3, g1, and g2 email is: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received with the battery holder damaged, and the battery was missing; upon closer inspection, the battery holder exhibited damage that was consistent with being subjected to impact force. The root cause was determined to be the battery holder being subjected to impact force. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.